Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer via a manufacturing representative (rep) regarding an implantable neurostimulator for spinal pain. It was reported that the patient¿s stimulation has not been helping with the pain as much as it has in the past. The patient wanted the programming optimized. Inspection verified that contacts on 8-15 lead were out of range and should not be used. An impedance check was done on (B)(6) and the programming was optimized for pain relief on the other lead. The issue was not resolved, and the rep will follow up. The patient is unaware and reports no falls. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause wasn¿t determined. The rep optimized programming and the patient was having improved pain relief. No further complications were reported.